Event description:
Customer reported an issue with the panorama central station's server, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated system. Correction included replacement of the system's power supply and hard drive. System was calibrated and safety tested to factory's specifications.